Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hypoglycemia. Blood glucose level was 45 mg/dl. Insulin pump automatically switched from auto mode to the preset basal insulin delivery while undergoing a low blood sugar on yesterday afternoon. Customer was busy treating my low blood sugar rather than entering new blood sugars levels on the insulin pump while this occurred. After the treatment, user reviewed the warnings and saw where the insulin pump had automatically switched from auto mode to the preset basal delivery. Insulin pump will not be returned for analysis.